Event description:
A malfunction was reported on the pump, and no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, and they acknowledged and understood the instructions.